Event description:
An aneurx stent graft system was inserted into a pt for endovascular treatment of an aneurysm in 2004. Aneurysm and vessel morphology are unknown. Upon opening the packaging the catheter was found to be bent. The physician elected to use the device. During deployment it was reported that the stent graft would not unsheath. The device was successfully removed from the pt. There were no clinical sequelae and the pt is reported to be fine.